Event description:
It was reported that at the time of the report, the reporter needed help turning the stimulation down because it was too high for the patient. It was noted that the patient was playing with the patient programmer and accidently turned the stimulation up and it had been high since 2 weeks prior to the report. When synched with the implantable neurostimulator at the time of the report, the readings showed 10.10 but the stimulation was confirmed to be off. The stimulation was lowered and the reporter got to 6.90. The patient stated that the stimulation was not as high and his legs stopped twitching. The stimulation was increased and it was confirmed that the ins was still off because the turn on stimulation symbol came on. The stimulation was then turned down to 2.0 and then the stimulation was turned on. The patient stated he still felt stimulation but less. The stimulation was then turned off again and the patient said he still felt stimulation. The patient stood up and noted that he no longer felt stimulation. When the patient sat down, no stimulation was felt either. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3550-39, lot# n310205, implanted: 2011-(B)(6), product type accessory. Product ID 37743, serial# (B)(4). Product type programmer, patient product ID 355531, lot# n308038, implanted: 2011-(B)(6), product type screening device, product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. (B)(4).